Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011. It was reported that she felt her ipg pocket heat up while watching television. The pocket has been warm ever since, regardless of stimulation being on or off. Pt also stated that her ipg pocket is swollen. During follow-up on (B)(6) 2011, the pt stated that she is no longer having heating at the pocket site and her scs system is functioning properly. No further pt complications were reported.